Event description:
It was reported that there was a e103 ignition error when using the light source. There was no patient harm associated with the event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the root cause of the e103 ignition error was a faulty power supply unit. Olympus will continue to monitor field performance for this device.